Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient has been sore and in pain and has been taking pain medication. The patient also stated that he has been feeling nauseous. It was advised that the patient contact their clinician for further advice or answers to personal health questions. The patient called back on (B)(6) 2020, the patient stated that he had to go to the emergency room because his catheter came out this morning. No further patient complications are anticipated or expected as a result of this event.